Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working properly. A technical support specialist (tss) followed knowledge article, bioid lumidigm update package 1.3 release for es-failure recovery fix and deployed the es lumidigm bio-ID 9.6.41540 update package (v1.3.0, build 13), which was successfully applied. After which the system performed validation, rebooted into maintenance mode, and successfully completed firmware validation. Medapp launched without issues, and the overall process was completed within approximately 10 minutes. Customer confirmed that the issue was resolved. The tss mentioned black screen and slowness in screen was resolved itself after the microsoft authentication was activated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es followed the 1.11 go-live, all stations were not functioning correctly. Users experienced application delays when opened pockets and slow screen transitions during medication removal. Additionally, the biometric identifier scanner displayed a black or partially visible screen. The user indicated that all stations were impacted, particularly those in the or. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.